Event description:
It was reported that the patient presented for an implant procedure. During the procedure, the left ventricular (lv) lead failed to advance through the guidewire. The lv lead was not used and was replaced during the procedure. The patient was discharged.